Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and loss of sensing during lead placement. The lead did not capture even at high voltage. The lead was replaced. Patient was stable.